Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 95-125mg/dl fasting. Verified the strips expire 07/28/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 151mg/dl and 152mg/dl not fasting. Reviewed meter memory (B)(6). No adverse event reported. Customer states date/time in meter memory is not accurate as he never set up date and time in meter.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill. Additional product codes added.

Event description:
Customer complains of low results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 95-125mg/dl fasting. Verified the strips expire 07/28/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 151mg/dl and 152mg/dl not fasting. (B)(6). No adverse event reported. Customer states date/time in meter memory is not accurate as he never set up date and time in meter.